Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen (baclofen) at 405 mcg/day. The reason for use was not reported. It was reported that the patient had a history of (B)(6) and the pocket became infected following the replacement. The event date was unknown. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there were diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included the pump and catheter were explanted on (B)(6) 2018. The rep was not at the explant so the customer was not notified that the product was to be returned to the manufacturer and the devices were discarded. The devices would not be replaced by another of the same manufacturer. It was unknown if the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury¿. There were no further complications reported/anticipated.